Event description:
New information states that the patient was asymptomatic during the dislodgement. The patient is doing well after the procedure.

Event description:
It was reported that dislodgement was observed on the left ventricular lead. The lead was explanted and replaced. The patient was discharged. No further information was provided.